Manufacturer narrative:
The initial MDR 2432235-2016-00011 was filed on january 08, 2016additional information (02/01/2016): a siemens headquarters support center (hsc) specialist evaluated the service data and could not determine the cause of the event. Multiple factors that could impact results were addressed by the service visit.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse checked the ground with a sensitive ground meter system, and installed an extra ground cable. The cse determined that the customer was using a different type of water. The quality controls and calibrations were within acceptable ranges. The cause of the discordant, falsely elevated tni-ultra results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia centaur cp instrument and on an advia centaur xp instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra results.